Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room and was admitted to the hospital for further system evaluation. A review of the device data identified odd deflections on the atrial channel suspected to be oversensing of noise. A boston scientific technical services consultant reviewed the data and recommended further troubleshooting and programming options. No additional adverse patient effects were reported.